Manufacturer narrative:
X-ray analysis: "post op x-rays show scoliosis construct t5- l3, though levels difficult to count on images provided; one of the rods appears short and is not seated in l3 screw head. One of the l2 set screws is out as well. Unclear why they were unable to tighten set screw, but appears to have broken cap off. Plier tightening may break set screw without achieving correct compression. Root cause: surgical technique." Corrected information.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The lots that were used are part# 7540020, lot h5223306; lot h5221902; lot h5217950; lot h5196919. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unspecified spinal surgery for the treatment of idiopathic scoliosis. Intra-operative, a set screws could not be tightened and the physician suspected it to be slipped. The set screw had to be replaced by another same product and tightened by pliers.

Manufacturer narrative:
Corrected info.